Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient¿s ins has not worked for years. It was reported that the patient had an unrelated neck surgery in 2009 and has not used the battery since then. It was reported that the ins battery is dead. No related symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins would not take a charge. The patient stated that they would love to have the ins taken out and they sat in an office for 3 hours and were blamed for not charging the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.